Event description:
It was reported that the patient underwent an initial right ankle midfoot fusion on and unknown date followed by an ankle arthroplasty approximately four (4) years and eleven (11) months ago. Subsequently, the patient began experiencing moderate pain and at the patient's five (5) year follow-up x-rays displayed heterotopic ossification. The patient began experiencing ankle impingement approximately seven (7) months ago and underwent an arthroscopic debridement with hardware removal.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 00830002400, tm total ankle talus sz 4 rt; lot#: 62927672. Item#: 00830005400, prolong tibial insert sz 4 +0; lot#: 62595613. Item#: 00235701704, dist lat fib lck plate 4h rt; lot#: 63090158. G2: foreign: canada. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event is confirmed through medical records review. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Crf and medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain was noted in multiple follow up appointments. Crf review of xrays noted heterotopic ossification. Op report and crf noted ankle impingement, underwent arthroscopic surgery for removal of multiple osteophytes were debridement from the medial and lateral gutters. Additionally trauma hardware covered in the linked complaint was symptomatic and removed without issue. Patient presents with imaging findings of post traumatic ankle arthritis, as well as symptomatic fibular hardware. The root cause of the reported event for heterotopic ossification was determined to be unrelated to the device. For the reported event of pain, a definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.